Event description:
The thermacor 1200 rapid infusion system was being used at (B)(6) on (B)(6) 2020 for a mass transfusion protocol. During the procedure, the hospital stated the cassette started leaking. The hospital continued the surgery by using pressure bags, and a ranger fluid warmer. The surgery was completed with no patient harm, or injury. No extended time to surgery was noted by the hospital. The retain sample was tested and no issue was noted. No issue has been noted for this lot of cassettes in the field. The cassette was not returned by the hospital, which no further investigation could be performed on the leaking cassette. It is unknown at this time what caused the leaking. This has been an isolated incident with no other issues noted from other hospitals for this lot of cassettes.